Manufacturer narrative:
(B)(4). The patient connected for peritoneal dialysis therapy before the set-up was properly primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. The technical service representative (tsr) went over proper connecting procedure with the patient. The patient believed that they followed the proper set up and connecting procedure. The tsr had the patient disconnect and cycle the power on the device to clear the alarm. The tsr instructed the patient to start over with new supplies and assisted with the set up. The tsr had the patient check the patient line and explained that they needed to make sure the line was fully primed. The patient explained that they did not do that before because they did not know they had to. The patient was able to start therapy over successfully. There was no patient injury or medical intervention associated with this event. No additional information is available.